Event description:
It was reported that the 9600+ system had no fluoro and no ma from high voltage tank. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the high voltage tank. The system was tested and found to be working as intended and placed back into service.